Event description:
On (B)(6) 2024, during a follow up, this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler reported to fresenius he was hospitalized with peritonitis. There was no specific allegation this adverse event was related to a deficiency or malfunction of any fresenius product(s) or device(s) in the initial reporting. Upon follow up with the patient¿s pd registered nurse, it was reported this patient was hospitalized on (B)(6) 2024 following abdominal pain and drain difficulty during ccpd therapy on the liberty select cycler at home. Laboratory testing conducted in the hospital was not reported to the outpatient clinic and the results remain unknown. The patient was diagnosed with peritonitis due to unknown etiology. The patient was prescribed intraperitoneal (ip) vancomycin and ip ceftazidime (dosages, frequency and duration unknown) to address the infection. The patient was able to undergo ccpd therapy on a hospital provided cycler until his pd catheter was removed in a procedure on (B)(6) 2024 due to the nature and severity of infection. The patient was transitioned to hemodialysis (hd) for renal replacement therapy on a hospital provided hd device (brand and model unknown) for the duration of the admission. The patient had an uneventful hospital course and was discharged home (exact date unknown). It was confirmed, though the exact cause of infection remains unknown, there was no indication the patient¿s peritonitis, and the associated hospitalization were due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues hd therapy on an in-center basis following discharge with no immediate plan to return to pd therapy.